Event description:
It was reported that the device was used during an laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon used (3) cartridges per each side of the uterus (6) total and every staple line bled. The surgeon used the tsb45 for the procedure and removed the blue cartridge. It seemed to bleed from the center few staples and less distally and proximally. The surgeon clipped each staple line to stop bleeding. The scrub tech loaded the instrument properly and the surgeon waited 5-6 secs before firing to let tissue compress. All cartridges are being returned. The bleeding was significant and each line required clips. There was no consequence to the pt.